Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received or quality investigation. The customer complaint of component damage and leak was verified by inspection. Visual inspection of the extension set was conducted and no physical damage was noticed. The extension set was then connected to an infusion set and a simulated infusion was conducted at an infusion rate of 125 ml/hr for 30 minutes. No leakage was seen during the simulation. The extension set was then connected to a leakage tester. During the initial pressurization, the filter showed signs of leakage through its vent at 5 psi. The root cause for the issue seen in this complaint is a failure of the component. The root cause for the issue seen in this complaint is a failure of the component. The filter is leaking through the filter vent opening which is a defect cause during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause for the issue seen in this complaint is a failure of the component. The filter is leaking through the filter vent opening which is a defect cause during the manufacturing process.

Event description:
It was reported that the 7 inch mic ext set w/1.2mf experienced leakage and was deformed/damaged/cracked. The following information was provided by the initial reporter: material #: 20129e. Batch/ lot #: unknown. Date of incident: (B)(6) 2021 date notified: (B)(6) 2021. Lipid filter cracked and leaking. No patient harm.